Event description:
A customer's reagent test strips were not compatible with the dex system because their test results were not the same as before. While on the phone a review of the system was conducted. It was learned that the display was not complete in all segments. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.